Manufacturer narrative:
Final analysis of the pump revealed no anomaly, normal device function. Per analysis there was no resistance encountered during internal decontamination.

Event description:
It was reported that the tech was unable to fill the pump with drug after several attempts. She also experienced a great deal of difficulty withdrawing water from the pump. The surgeon did not implant the pump, following a lengthy delay. Another pump was used.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.